Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of backup battery fault and driveline power fault alarms on the system controller (serial number (B)(6)) was confirmed via log file analysis. The log file captured driveline power fault alarms active from the beginning of the log file, which appeared to be associated with the power a line of the driveline. The driveline power fault alarm is designed to remain active until manually cleared on the system monitor/heartmate touch or until the driveline is disconnected or until the controller is power cycled; these alarms remained active throughout the entire data capture. On 14dec2025, a backup battery fault alarm activated due to the backup battery not passing its load test. The backup battery fault alarm resolved within the captured data when a self test appeared to be completed. No other notable events were recorded. The pump operated as intended within the expected speed range throughout the data capture. Available information provided that log files were downloaded before a system controller and modular cable exchange was performed. Log files were downloaded after the exchange and captured no active alarms. No products were returned for evaluation. Multiple attempts were made to obtain additional information regarding this event; however, no responses were received. The root cause of the reported event was unable to be conclusively determined through this investigation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist device (lvas) instructions for use (IFU), rev. D and the heartmate 3 patient handbook, rev. A are currently available. The current revision of IFU and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 patient handbook (section 10 ¿safety checklists¿) instructs users to regularly inspect their equipment, including their system controllers, and to avoid using equipment that appears damaged. Users are encouraged to replace any equipment that appears damaged. Heartmate 3 instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (visual and auditory), including driveline power fault and backup battery fault alarms, and the actions to take if the issue does not resolve. The heartmate 3 IFU, (section 8, ¿equipment storage and care¿), provides instruction on how to properly care for the equipment, including the system controller. The heartmate 3 patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient presented to clinic for a system controller exchange due to persistent backup battery fault alarms. When connected to the monitor, a driveline power fault alarm was also present. Log files were downloaded, and the system controller and modular cable were changed out. The event log file from the initial system controller recorded driveline power fault events. Motor function was not affected by this event. A backup battery fault event also occurred at (B)(6) 2025 13:32:20. This event appeared to have occurred after the system controller attempted a load test. A second set of log files were downloaded after the exchange. The event log file from the new system controller (B)(6) recorded just 1 event but indicated that there were no active alarms.